Event description:
It has been reported to philips that the allura detector would not rotate. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and reported a problem as the detector was not rotating. They analyzed the system remotely, but there was no prs connectivity. The quotation has been cancelled, and no service has been provided from philips. The customer confirmed that the operator had forgotten to control the equipment. To date, no further information has been received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. These codes were updated based on investigation outcome.